Event description:
During a follow-up in clinic, a premature elective replacement indicator alert was noted on the device despite the battery voltage being normal. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.